Event description:
It was reported that a customer observed a discrepancy between cgm and glucometer readings, with the sensor indicating 54 mg/dl while the fingerstick measured 74 mg/dl, after which the cgm aligned to 74 mg/dl; the customer consumed orange juice and received education on sensor calibration, and the cgm was considered accurate thereafter with glucose rising to 94 mg/dl. Symptoms included a low glucose reading on cgm consistent with hypoglycemia concern. Outcomes included self-treatment with oral glucose and continued monitoring at home without alerts, alarms, or escalation of care. Investigation included troubleshooting and education regarding calibration and device use. Investigation of this case revealed no device malfunction identified and no reproducible error, with cause of the hypoglycemia concern unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.